Event description:
Received a copy of the customer's medwatch report from FDA which states, "the syringe pump alarmed for channel error and stopped working. This pump was delivering epinephrine. As a result of the pump stopping and the nurse quickly changing the pump out for a replacement, the patient's heart rate and blood pressure increased significantly and require increased monitoring. The error code 356.6710.0 for digital sensors illegal state was registered in the pump's error logs." It was reported that as a result of the event, the nurse had to change the pump and stayed by the patient¿s side for monitoring. Also, the epinephrine drip was titrated to bring the heart rate and blood pressure back to where it should be.

Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "the syringe pump alarmed for channel error and stopped working. This pump was delivering epinephrine. As a result of the pump stopping and the nurse quickly changing the pump out for a replacement, the patient's heart rate and blood pressure increased significantly and require increased monitoring. The error code 356.6710.0 for digital sensors illegal state was registered in the pump's error logs."